Event description:
A malfunction was reported with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information to reset the pump and assisted with the process. After the reset, the malfunction did not recur, allowing the customer to continue using the pump and resume insulin delivery independently. The customer was advised to contact support if the malfunction code recurred, which they acknowledged and understood.